Event description:
The customer reported that blood pump speed was faster than it was set during treatment and rinseback phase. Reportedly, the blood pump speed was set at 250-300 ml/min but it was almost over 400 ml/min and no alarm was triggered. She turned off the machine when it happened.

Manufacturer narrative:
No patient injury was reported. A gambro technician inspected the machine and replaced the blood pump.